Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 23 or pump error 49 noted. Pump trace download analysis confirmed the pump alarmed power error 25 and low battery alert. The power management tool confirmed power error 25 and low battery alert, problem isolated to electronic assemblies.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error alarm. The customer's blood glucose value was 101 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Notification light did not immediately stop flashing. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.